Event description:
It was reported by service report that the patient headend right wheel was worn out. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: wheel assembly.